Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o lok clip applier instrument was analyzed and found the clip applier instrument failed the clip test due to unclear reasons. The instrument passed engagement but was unable to retain or apply the clip. The clip could not be installed onto grips but there were no bends or damage to the clips themselves. Common causes of loss of functionality to apply a clip are attributed to either a damaged grip cable or misaligned grips or bent grip tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the large hem-o-lok clip applier were broken. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.